Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the device was used to treat a superficial femoral artery (sfa) by contralateral approach. Another manufacturer's wire guide "radifocus" was inserted into the puncture site. When the user attempted to advance the flexor ansel guiding sheath over the wire guide, the wire guide would not be inserted into the dilator tip. Therefore, the user changed the orientation of the flexor at 180 degrees and advanced it from the proximal end (hub side) over the wire guide. Then, the wire guide could pass through the entire length of the dilator, so the user changed the orientation of the flexor back again and advanced the dilator from the tip over the wire guide successfully. The procedure was completed with the flexor sheath. There have been no adverse effects to the patient reported. The physician reported that the dilator tip was checked carefully prior to use, but no issue was visually found. Also, no foreign matter exited from the dilator which could have blocked the inner lumen. Per further review, it was noted that the hydrophilic coating was scratch/ flaked.